Manufacturer narrative:
A kink was evident on the hypotube 66.5cm proximal to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 3rd distal stent wraps struts raised. A kink was evident on the inner causing misalignment to the 8th and 9th distal stent wrap with the struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the inner lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity drug-eluting stent to treat a lesion in the left anterior descending (lad) artery with moderate tortuosity and severe calcification exhibiting 90% stenosis. There were no abnormalities reported in relation to patient's anatomy. There was no damage to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. There was resistance encountered when advancing the device. It was reported that the stent could not pass through the calcified lesion despite the support of 2 x 20mm and 2.5 x 15mm balloon. The procedure was completed. The event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status is alive with no injury.